Event description:
It was reported that during preventive maintenance, the device had an under infusion. There was no patient involvement and no report of patient harm.

Manufacturer narrative:
Correction on h.6 patient code. The customer¿s stated issue of pump module accuracy - low during pm was confirmed through testing. The log review found no programming errors that would explain a report of low accuracy. Functional testing consisting of asm rate accuracy testing performed on the source pump module found the device operating out of specification. The pump module was calibrated and the vpmr was changed from 180.9 ¿as-received¿ to 172.5. A review of production data found the pump module calibration factor when released was at 173.7 indicating the vpmr was changed after production. The proximate cause of the customer¿s complaint is believed to be due to improperly performed calibration. The returned pump module was thoroughly tested and inspected; no fault was found once the pump module was properly calibrated. Device history review: review of the sn: (B)(6) service history record showed the device had a manufacture date of 26mar2018. A review of the device service history record was performed beginning from the date of manufacture to the present date 07aug2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that during pm the device had an under infusion. There was no patient involvement and no report of patient harm.